Manufacturer narrative:
Per report, "the oxygen supply line is popping off from the neb canister with appropriate oxygen flow rates. I have attached the insert from the kit that this occurred most recently. There was no harm to the patient. We were able to get a different one and had no problem. I am not sure if the replacement was the same lot or not." Customer also reported that, "the oxygen supply line is popping off from the neb canister with appropriate oxygen flow rates." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "the oxygen supply line is popping off from the neb canister with appropriate oxygen flow rates. I have attached the insert from the kit that this occurred most recently. There was no harm to the patient. We were able to get a different one and had no problem. I am not sure if the replacement was the same lot or not."